Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the device alarmed with "expiratory valve calibration failure ". The ventilator was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. No harm to the patient was reported. No logfiles are provided. An expiration valve complete was shipped to a customer. No further feedback was received as the replacement of the expiratory valve solved the issue, since then no further complaint about this device was registered in the complaint handling system. Therefore, it can be concluded that the issue was solved. -----------------------------------------------------------------------